Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was receiving no delivery alarms that were causing her high blood glucose levels. During the middle of the night the customer received an insulin flow blocked alarm. Customer's blood glucose level went up to 532 mg/dl. The customer treated her high blood glucose level with a syringe. The alarm was resolved by changing the infusion set and reservoir. The device was not returned.